Manufacturer narrative:
Additional information: g3, h2, h6, h7, h9, h11. The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
Additional information received clarified that the fibrous membrane was on the anterior optic of the lens. The patient is recovering.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that one day post an uncomplicated cataract extraction and implantation of an intraocular lens (iol) into the eye the patient¿s visual acuity was 20/30. The patient¿s visual acuity decreased over the next week and a half and the iol was observed to be white and opaque. An intraocular injection of antibiotics was administered as a precaution. One month after implant, the surgeon attempted to remove the iol, but observed an inflammatory membrane, allegedly as a result of tass, and removed the membrane. The iol was determined to be clear and remains implanted. Additional information was requested, but not received.